Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a vessel dissection. Two other coated stents were used and then the 3.5x19 mm graftmaster covered stent was advanced. During inflation of the graftmaster, the balloon ruptured. The device was cut in order to remove the ruptured balloon but leave the stent and guide wire correctly placed. An additional balloon was advanced to post-dilate the stent; however the graftmaster stent failed to adhere. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The complaint information and analysis of the returned unit was reviewed. The material rupture was confirmed. The activation failure, and patient device incompatibility cannot be confirmed in a lab environment, nor due do to the conditions of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific issue. Reportedly, the device was cut to remove the ruptured balloon but leave the stent and guide wire correctly placed. It should be noted that the electronic graftmaster rx instructions for use (IFU), states: ¿if it is necessary to retain guidewire position for subsequent artry / target site access. Leave the guide wire in place and remove all other system components¿. Its not clear why the cut was done, nor does it appear the system was removed as the stent would have removed with the balloon system. Additionally, it was reported ¿an additional balloon was advanced to post-dilate the stent; however the graftmaster stent failed to adhere.¿ the IFU states confirm stent graft position and deployment using standard angiographic techniques. Based on the returned device, the stent was not deployed. This should have been evident if angiographic techniques were used, however, procedural circumstances may have hindered visualization of the stent condition. The IFU violations, likely did not contributed to the reported difficulties. Scanning electron microscopy (sem) was performed to analyze the tear. The outer member leak may be attributed to mechanical damage to the outer surface. Based on the returned device, the balloon did not inflate at all. A hole in the shaft caused by mechanical damage was the cause of the inflation failure. The investigation determined the cause for the reported material rupture, activation failure, and patient device incompatibility and subsequent treatments are due to the circumstances of the procedure. In this case, it is possible, the material rupture was caused during insertion or due to an interaction with the previously implanted stents, this resulted in the additional difficulties, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 device code 2017 clarifier: failure to follow steps / instructions.